Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a blower assembly failure. The blower assembly was replaced, and the unit successfully passed performance specification testing prior to returning to clinical use. The device was operational after repairs were completed.

Event description:
It was reported that the ventilator had a blower temperature error. There was no patient involvement. The customer troubleshot with technical support. The customer did not find that the filters were clogged, however reported that the blower seemed to be noisy. The customer was provided with part number for the blower.